Event description:
It was reported that the customer's insulin pump froze up. The customer changed the battery and received a button error alarm afterwards. The customer expressed that none of the buttons were working. The customer's blood glucose was 243 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer explained that he worked out side when it was hot and thus he was sweating. The customer also stated that he placed the insulin pump in a pouch while working. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No frozen screen or button error alarms were noted during testing. The pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.